Event description:
Product used to anchor arterial needle during dialysis therapy. Arterial needle became dislodged due to tape not adhering sufficiently. The vascular access was observed to be clotted off. Unknown if thrombosis was a result of needle dislodgement. Patient was sent to the hospital, where the vascular access was de-clotted and dialysis was performed. Patient released on march 30 and is doing fine.

Manufacturer narrative:
As part of the complaint investigation, the manufacturing process, retained product samples, and any product retrieved from the customer were evaluated. The investigation was concluded and showed that the product had met specifications. Activities are summarized.